Event description:
Procedure type: lobectomy. According to the reporter: in using the (B)(4) to close the lobar bronchus, after stimulation, it was found that it could neither be opened nor formed, and the (B)(4) also failed to be opened. The device was cut off of the tissue and sutures were applied. There was no add'l blood loss and there was no extension or operating room time.

Manufacturer narrative:
(B)(4).